Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a burning smell coming from pump and then the pump stopped working completely. The pump had burnt piece of metal in it. There was patient involvement, and no patient harm/adverse event reported.